Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The patient's medical history included multigravida (2 vaginal deliveries). On (B)(6) 2009- hysterosalpingogram was performed. Concurrent conditions included miscarriage, endometriosis, vaginal pain, dyspareunia, bladder incontinence, vaginal discharge, groin pain, lower abdominal pain, pelvic discomfort, migraine, headache, vaginal dryness and stress urinary incontinence. Concomitant products included naproxen (naprosyn) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (09jul2009-bilateral salpingectomy,hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 627452) inserted for female sterilisation. The patient's medical history included vaginal delivery (2 vaginal deliveries). On (B)(6) 2009- hysterosalpingogram was performed. Concurrent conditions included miscarriage, endometriosis, vaginal pain, dyspareunia, bladder incontinence, vaginal discharge, groin pain, lower abdominal pain, pelvic discomfort, migraine, headache, vaginal dryness and stress urinary incontinence. Concomitant products included naproxen (naprosyn) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2009-bilateral salpingectomy,hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic inflammatory disease. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.